Event description:
It was reported by service report that the siderail was broken and it could not be locked in the intermediate or up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.